Event description:
The customer reported that a corneal burn occurred at the beginning of the procedure. The doctor changed the handpiece and completed the procedure normally. Two sutures were placed to close the incision. The doctor stated that there is a risk of persistent astigmatism. Additional information has been requested.

Manufacturer narrative:
The complaint history was reviewed and there were no other complaints reported for this system. The device history record was reviewed and there were no manufacturing issues during assembly/testing. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. This report mailed in to FDA on: 07/20/2007.